Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient complained of difficulty seeing. Therefore, the iol was explanted and a single focus lens was implanted approximately 1- 2 months after initial lens implantation. Additional information was requested.

Manufacturer narrative:
The lens was returned. Half of the lens was returned in a competitor's lens case. The other half of the lens was returned adhered to the outside of the case. The lens is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Additional information was provided in h.3., h.6 and h.10. The manufacturer internal reference number is: (B)(4).